Event description:
It was reported that the ventilator failed pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. It was inspected under a microscope without any deviations observed. During tests in a reference ventilator, performed pre-use checks tests passed without deviation and no alarms were generated during ventilation testing. An evaluation of the device logs shows that the pressure transducer test failed because the measured pressure was too high, but this could not be reproduced when testing the returned pressure transducer pcb. Since no fault has been detected with the returned pressure transducer pcb the root cause has not been determined. The device logs show that the pressure transducer sub-test failed intermittently since (B)(6) 2017. The date of event is updated accordingly.

Event description:
(B)(4)